Event description:
The customer reported via phone call that the insulin pump did not alert when it ran out of insulin. The customer stated that the insulin pump only alerted when the insulin ran low. The customer declined to provide the blood glucose reading and did not want to speak with the 24 hour help line for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.